Event description:
It was reported, "conmed electrodes used in conjunction with the act iii sensor. No electrodes have been returned to (B)(6). However, cleartrace electrodes (lot# not available) were used. The event was logged as (B)(6) complaint (B)(4). The patient called to report a reaction from the electrodes. The patient reported redness, itching, fluid discharge, welts and hives or allergic reaction. The enrollment period was (B)(6) 2012. The complaint was reported to (B)(6) on (B)(6) 2012. The patient reported a telephone consult with a medical professional for treatment of the irritation. Hydrocortisone steroid cream was prescribed." (B)(6)., did not report this incident to conmed corporation until (B)(4) 2012. Cleartrace ECG electrodes (catalog number unknown {1700-???}, lot number unknown) were potentially utilized. The patient reported an office consult with a medical professional for treatment of the skin irritation. Hydrocortisone steroid cream was prescribed for the patient by the physician for the treatment of the skin irritation. The patient survey also stated that the skin irritation worsened after she completed the ECG monitoring service. Photographs were not available of the skin reaction. The electrodes were not returned to (B)(6); therefore, the electrodes are not available for evaluation by conmed corporation.

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Photographs have not been sent of the device or of the skin irritation. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed.

Manufacturer narrative:
The cleartrace ECG electrode is an electrocardiograph electrode, an electrical conductor which is applied to the surface of the body intended to transmit the electrical signal at the body surface to a processor via lead wires and cables that produce an electrocardiogram to be used by the clinician in diagnosing or monitoring a patient's condition. This product is a single use, disposable device. The cleartrace ECG electrodes were discarded by the end-user. The original devices or pictures of the devices or skin reaction were not available; therefore, an investigation on the suspect device cannot be accomplished. No product was returned for evaluation or confirmation of defect or confirmation of conmed product. DHR/lhr, device history record/lot history record, review could not be accomplished as the lot number of the device was not available. The patient survey offered information regarding device usage such as skin site preparation, (survey states patient cleaned the area with soap, and, site rotation frequency (survey states electrodes were changed every three days), how devices were removed from the skin surface (survey states the electrodes gently tugged off using water in the shower/bath). There could be multiple of possible causes either manufacturing or user related issues for this failure mode. Lack of or improper skin preparation could result in solvents under the electrode site such as skin lotions or skin soap which could have caused the skin irritation. The patient survey stated that the electrode sites were cleaned with soap. The IFU, instructions for use, specifies, "the electrode sites should be clean, dry, and free from skin oil prior to electrode application". The IFU, also states that, "the electrode site should be dry before electrode application. Fluids including skin cleaning solutions, lotions or soapy water may cause skin irritation and loss of adhesion". These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection & visual checks were done to ensure proper production of the devices. The patient may have experienced an allergic response to a component of the device such as electrode adhesive and / or gel. Likely causes of this failure mode include trapped solvents under the ECG electrode device, or, allergic response to an electrode component. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual devices utilized in the reported incident. The complaint investigation has not identified or confirmed any manufacturing defects associated with the complaint; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed.